Event description:
The customer reported that at 79,232 joules of use during a prostate procedure, the side-firing surgical fiber was observed to be forward firing. The case was completed using a second fiber. There was no report of injury.

Manufacturer narrative:
(B)(4).